Event description:
Consistently high shock impedances of greater than 150 ohms were reported. No noise present. The lead remains implanted at this time.

Manufacturer narrative:
(B)(6) 2021- the physician was going to replaced this lead, however they were unable to get access for a new lead. So this lead was reconnected to the chronic ICD and was left implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.